Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, dizziness headache, nausea, vomiting, inflammatory response, kidney disease/toxicity, lung disease and cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third- party service center for further investigation. During the evaluation, the device was visually inspected and there were no visual findings to the external and internal part of the device. The device powered on, and airflow was confirmed. The device's logs were downloaded and there were no errors found. Evidence of sound abatement foam degradation/breakdown was not observed. The third-party service center could not confirm the customer's allegation and contamination was not observed. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.